Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection and a power on self-test were performed. During the power on self-test a door open alarm was identified. The cause of the alarm was a damaged door latch. The door latch assembly and latch roller were replaced. The pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician experienced a door open alarm on a flogard infusion pump. Additional information is not available.